Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device replacement procedure, when the rv lead was connected to the device high impedance was measured on the rv coil. The lead was disconnected then connected again with some difficulty noted re-engaging the set screw but the rv coil impedance remained high. The lead was disconnected from the device again and tested with an analyzer, but again had high impedance when reconnected to the device. The lead was disconnected again with much difficulty and a competitor wrench was noted to have been used. The leads were connected again with some difficulty engaging the set screws of both the rv coil and pace/sense portions of the lead. The device was noted to be in good contact with the pocket and high rv coil impedance continued. A new device was used and all parameters were noted to be normal. No patient complications have been reported as a result of this event.